Event description:
It was reported that the insulin pump alarmed no delivery, which was resolved by a complete infusion set, reservoir and insulin change. The customer stated that he had issues with the infusion sets becoming occluded and triggering the no delivery alarms. He stated that he felt the issue was related to the insertion site or infusion set. The blood glucose reading was unknown. The customer declined to return the infusion set and reservoir for analysis. He advised that he had been using the insulin pump for years and did not believe there was any issue related to the insulin pump. He added that, when he removed the infusion set, he would try use a pencil to push insulin through and was unsuccessful. He was advised that there was a possibility that the insulin may have become denatured, causing blockages by crystals in the insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.